Event description:
Boston scientific corporation reported that during coiling of a basilar tip aneurysm, the subject device deployed in another area and the dr was unable to proceed with the procedure and the pt died.